Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and as the iab was inserted into the sheath it became stuck. The md removed the sheath and the iab as one unit. The md requested another iab and this iab was inserted with a sheath without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.